Manufacturer narrative:
The returned air gas module, which regulates the inspiratory air gas flow to the pt, has been investigated. The tests revealed that the delta pressure transducer ps1, which is part of the flow measuring in the air gas module, on the printed circuit board pc1881 inside the gas module was defective. The pressure transducer offset value had drifted. Investigations of pressure transducers with this type of drifting have located the problem to the die in the pressure sensor. The die in the pressure sensor was mfg by a new wafer supplier (semi-conducted material used for mfg of the die). The affected batches are limited to the change of this wafer source. The drifting is gradual and occurs during the first few hundred hours of use and only a few of the pressure sensors with this die have exhibited this drifting. This failure affects the regulation of the delivered gas, leading to failures during pre-use check, higher delivered air volumes, which lead to lower oxygen concentration than set due to dilution and higher pressure due to higher flow. Alarms for low oxygen concentration will be generated if the concentration gets below the set value by more than 6 vol % and for high pressure if user set limits are exceeded. This wafer source is no longer used as a supplier of the die for pressure sensors in the gas module pressure transducer. The exchanged gas module was manufactured with a pressure sensor with a die from the wafer source found with drifting sensors. (B) (4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. (B) (4). (B) (4).